Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5+ functional tricuspid regurgitation (tr), thin leaflets, an enlarged atrium, a history of previous cardiac surgery, and a septal leaflet cleft, possibly related to right ventricular (rv) lead explant and reimplant of a micra leadless pacing system, for a triclip procedure. Imaging was sub-optimal due to previous cardiac surgery. During the procedure, a triclip was successfully implanted. Post-deployment, the clip demonstrated single leaflet device attachment (slda) involving the septal leaflet. An additional clip was subsequently deployed to stabilize the slda clip. Post-procedure, the tr was reduced to grade 4¿5. No clinically significant delay was reported.